Manufacturer narrative:
The insulin pump was received with an unresponsive button due to a flattened dome (no crease). The unit was also received with minor scratches on the lcd window. (B)(4).

Event description:
Customer's clinical manager reported via phone call that the insulin pump had a keypad anomaly; the up arrow key was really hard to push and had intermittent response. The patient's blood glucose at the time of incident was 321 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.